Event description:
Physician reported inability to advance two stents through proximal opening of guideliner guide extension catheter. A stent came off the delivery balloon and was successfully retrieved. The physician reported guideliner proximal opening looked fine upon removal of the catheter. No patient impact was reported.